Event description:
It was reported that the customer complained about rc017 cables that are much more fragile than the previous rc019. It seems that the week point seems to be the cable next to the electrodes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer complained about rc017 cables that are much more fragile than the previous rc019. It seems that the week point seems to be the cable next to the electrodes.